Event description:
It was reported that the health care professional (hcp) requested a review of two stored episodes for a patient with a subcutaneous implantable cardioverter-defibrillator (s-ICD), in which undersensing was suspected. It was noted that the patient received the device for primary prevention. The decision was made to reprogram the shock zone from 200-250 bpm to >250 bpm. Technical services (ts) was consulted to review the device data. Analysis indicated a change in qrs morphology followed by a reduction in r-wave amplitude. This resulted in oversensing, which led to two non-isolated inappropriate shocks. Ts provided troubleshooting guidance and programming recommendations. At this time, the electrode remains in service. No additional adverse patient effects were reported.